Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited possible false detections of atrial tachycardia (at) /atrial fibrillation (af) due to the right atrial (ra) lead exhibiting far field r-wave (ffrw) oversensing, along with what appeared to be possible retrograde conduction. The device and lead remain in use and it was noted that the device is functioning as programmed. No patient complications have been reported as a result of this event.